Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis while utilizing 1.5% delflex. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain, nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2024 presented with a multi-drug-resistent staphylococcus (species not reported) and a wbc count greater than 10,000/mm3 (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique involving poor hand hygiene during pd therapy. The patient was not hospitalized for this event and initially prescribed intraperitoneal (ip) vancomycin at 2000 mg every 4 days for three weeks. The patient¿s pd catheter was unable to be cleared of obstruction following the onset of this infection and her pd catheter (not a fresenius product) was removed in an outpatient procedure (exact date unknown). The patient was transitioned to backup hemodialysis (hd) for renal replacement therapy on an in-center basis following catheter removal. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will remain on hd therapy until resolution of infection and replacement of her catheter.

Manufacturer narrative:
Correction provided in a6. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided that the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, nausea and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogen. This is further evidenced by the presence of a microorganism that is part of the normal flora of human hands and skin. Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported to fresenius customer service this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis while utilizing 1.5% delflex. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2024 with abdominal pain, nausea and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count obtained in the outpatient clinic on (B)(6) 2024 presented with a multi-drug-resistent staphylococcus (species not reported) and a wbc count greater than 10,000/mm3 (exact count not reported). The patient was diagnosed with peritonitis due to a break in aseptic technique involving poor hand hygiene during pd therapy. The patient was not hospitalized for this event and initially prescribed intraperitoneal (ip) vancomycin at 2000 mg every 4 days for three weeks. The patient¿s pd catheter was unable to be cleared of obstruction following the onset of this infection and her pd catheter (not a fresenius product) was removed in an outpatient procedure (exact date unknown). The patient was transitioned to backup hemodialysis (hd) for renal replacement therapy on an in-center basis following catheter removal. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will remain on hd therapy until resolution of infection and replacement of her catheter.